Event description:
New information received indicated that the helix had stretched while attempting the device implant.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Reported event of separation failure was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, an unspecified issue was noted on the leadless pacemaker helix. The delivery catheter could not be separated from the device as well. The device was not used, and a new one was implanted. The patient was discharged.

Manufacturer narrative:
Correction to include DHR on h11 - a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.